Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they cannot charge their implantable neurostimulator (ins). The issue started in (B)(6) 2016. The patient stated that the implant is turned around the wrong way, and mentioned having surgery again. They indicated that they cannot turn on their device, and they "put on screen and it was turned around backwards." The patient also mentioned that they have difficulty sitting and lying on their back when they sleep, because the location of the ins is irritating. Additional information from the patient indicated that they met with a healthcare provider, and they stated that the device was not put in correctly. The patient has an appointment with their physician on (B)(6) 2016 regarding revision surgery. The patient stated that they now have to go through another procedure because of this mistake. The patient was implanted for post lumbar laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.